Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after less than one year implanted. No evidence provided suggests any other products were implanted at this time. Additional information has been requested but was not provided at this time. This ICD has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after less than one year implanted. Additional information provided this ICD was explanted due to high right ventricular capture thresholds. A non-boston scientific system was implanted to complete this procedure. This ICD has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.